Event description:
A malfunction was reported on a pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with information to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which the customer understood.